Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 03-oct-2023. The most recent information was received on 17-oct-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("bloating") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1106 days after essure insertion, she experienced abdominal distension (seriousness criterion medically important), adenomyosis ("adenomyosis then uterine surgery, curettage"), fatigue ("fatigue"), polydipsia ("polydipsia"), arthralgia ("joint pain"), pollakiuria ("pollakiuria"), thyroid cyst ("thyroid cyst"), thyroid mass ("thyroid nodule"), balance disorder ("balance disorder"), sleep disorder ("sleep disorders"), cardiovascular disorder ("circulatory disorders"), mucosal dryness ("dry mucous membranes") and swelling of eyelid ("lower eyelid swelling"). The patient was treated with surgery (uterine surgery, curettage). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal distension, adenomyosis, fatigue, polydipsia, arthralgia, pollakiuria, thyroid cyst, thyroid mass, balance disorder, sleep disorder, cardiovascular disorder, mucosal dryness or swelling of eyelid. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-oct-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 03-oct-2023. The most recent information was received on 26-jun-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") and abdominal distension ("bloating") in a 52 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of vaginal bleeding. Concurrent conditions were listed as epicondylitis, conjunctivitis, adenomyosis, headache, pharynx discomfort, urination pain, rachialgia, cystitis, metrorrhagia, pelvic pain female and amenorrhea. Concomitant products included povidone (povidone-iodine) and levonorgestrel ius [unknown]. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1106 days after essure insertion, she experienced abdominal distension (seriousness criterion medically important), adenomyosis ("adenomyosis then uterine surgery, curettage"), fatigue ("fatigue"), polydipsia ("polydipsia"), arthralgia ("joint pain"), pollakiuria ("pollakiuria"), thyroid cyst ("thyroid cyst"), thyroid mass ("thyroid nodule"), balance disorder ("balance disorder"), sleep disorder ("sleep disorders"), cardiovascular disorder ("circulatory disorders"), mucosal dryness ("dry mucous membranes") and swelling of eyelid ("lower eyelid swelling"). On unknown date she experienced tendon pain ("tendon pain"), peripheral swelling ("peripheral swelling") and irritable bowel syndrome ("irritable bowel syndrome") and underwent medical device removal (seriousness criterion intervention required). The patient was treated with picloxydine as well as surgery (total hysterectomy and bilateral salpingectomy and uterine surgery, curettage). Essure was removed on (B)(6) 2024. At the time of the report, the abdominal distension, adenomyosis, fatigue, polydipsia, arthralgia, pollakiuria, thyroid cyst, thyroid mass, balance disorder, sleep disorder, cardiovascular disorder, mucosal dryness, swelling of eyelid, tendon pain, peripheral swelling and irritable bowel syndrome had not resolved. The reporter considered abdominal distension, adenomyosis, arthralgia, balance disorder, cardiovascular disorder, fatigue, irritable bowel syndrome, medical device removal, mucosal dryness, peripheral swelling, pollakiuria, polydipsia, sleep disorder, swelling of eyelid, tendon pain, thyroid cyst and thyroid mass to be related to essure administration. The reporter commented: essure inserted on (B)(6) 2014 without anesthesia which caused extreme pain because of a lack of cervix dilatation and then with nitrous oxide. Her suffering didn¿t decrease after the essure implants removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. [Abdomen scan] on (B)(6) 2023: essure implants and iud at the right location [abdominal x-ray] on (B)(6) 2014: correct location of implants [magnetic resonance imaging] on (B)(6) 2014: ervico-brachial nevralgia, moderate discopathies c4-c5 and c5-c6 without sign of discoradicular conflict [pathology test] on (B)(6) 2024: cervical epidermoid dystrophy with leukokeratosis in a context of exulcerated subacute cervicitis., adenomyosis, no malignity. [Ultrasound scan] on (B)(6) 2016: moderate uterine adenomyosi; on (B)(6) 2017: right mammary tumefaction corresponding to a cyst [ultrasound thyroid] on (B)(6) 2023: presence of cysts and nodules quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-jun-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4) on 03-oct-2023. The most recent information was received on 18-jun-2024. This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") and abdominal distension ("bloating") in a 52 year-old female patient who had essure inserted. Additional non-serious events are detailed below. The patient had a medical history of vaginal bleeding. Concurrent conditions were listed as epicondylitis, conjunctivitis, adenomyosis, headache, pharynx discomfort, urination pain, rachialgia, cystitis, metrorrhagia, pelvic pain female and amenorrhea. Concomitant products included povidone (povidone-iodine) and levonorgestrel ius [unknown]. On (B)(6)2 014, the patient had essure inserted. On (B)(6) 2017, 1106 days after essure insertion, she experienced abdominal distension (seriousness criterion medically important), adenomyosis ("adenomyosis then uterine surgery, curettage"), fatigue ("fatigue"), polydipsia ("polydipsia"), arthralgia ("joint pain"), pollakiuria ("pollakiuria"), thyroid cyst ("thyroid cyst"), thyroid mass ("thyroid nodule"), balance disorder ("balance disorder"), sleep disorder ("sleep disorders"), cardiovascular disorder ("circulatory disorders"), mucosal dryness ("dry mucous membranes") and swelling of eyelid ("lower eyelid swelling"). On unknown date she experienced tendon pain ("tendon pain"), peripheral swelling ("peripheral swelling") and irritable bowel syndrome ("irritable bowel syndrome") and underwent medical device removal (seriousness criterion intervention required). Essure was removed on (B)(6) 2024. The patient was treated with picloxydine as well as surgery (total hysterectomy and bilateral salpingectomy and uterine surgery, curettage). At the time of the report, the abdominal distension, adenomyosis, fatigue, polydipsia, arthralgia, pollakiuria, thyroid cyst, thyroid mass, balance disorder, sleep disorder, cardiovascular disorder, mucosal dryness, swelling of eyelid, tendon pain, peripheral swelling and irritable bowel syndrome had not resolved. The reporter considered abdominal distension, adenomyosis, arthralgia, balance disorder, cardiovascular disorder, fatigue, irritable bowel syndrome, medical device removal, mucosal dryness, peripheral swelling, pollakiuria, polydipsia, sleep disorder, swelling of eyelid, tendon pain, thyroid cyst and thyroid mass to be related to essure administration. The reporter commented: essure inserted on (B)(6) 2014 without anesthesia which caused extreme pain because of a lack of cervix dilatation and then with nitrous oxide. Her suffering didn¿t decrease after the essure implants removal. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. [Abdomen scan] on (B)(6) 2023: essure implants and iud at the right location [abdominal x-ray] on (B)(6) 2014: correct location of implants [magnetic resonance imaging] on (B)(6) 2014: ervico-brachial nevralgia, moderate discopathies c4-c5 and c5-c6 without sign of discoradicular conflict [pathology test] on (B)(6) 2024: cervical epidermoid dystrophy with leukokeratosis in a context of exulcerated subacute cervicitis., adenomyosis, no malignity. [Ultrasound scan] on (B)(6) 2016: moderate uterine adenomyosi; on (B)(6) 2017: right mammary tumefaction corresponding to a cyst [ultrasound thyroid] on (b)(6( 2023: presence of cysts and nodules quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-jun-2024: upon internal review, it was identified that this case (B)(4) is duplicate of case .all data transferred from case (B)(4) .legacy device report number of deletion case (B)(4) .new event added: tendon pain,peripheral swelling,irritable bowel syndrome. New concomitant added: levonorgestrel,picloxydine,povidone. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm reference number: (B)(4) on (B)(6) 2023. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal distension ("bloating") in a 46 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2017, 1106 days after essure insertion, she experienced abdominal distension (seriousness criterion medically important), adenomyosis ("adenomyosis then uterine surgery, curettage"), fatigue ("fatigue"), polydipsia ("polydipsia"), arthralgia ("joint pain"), pollakiuria ("pollakiuria"), thyroid cyst ("thyroid cyst"), thyroid mass ("thyroid nodule"), balance disorder ("balance disorder"), sleep disorder ("sleep disorders"), cardiovascular disorder ("circulatory disorders"), mucosal dryness ("dry mucous membranes") and swelling of eyelid ("lower eyelid swelling"). The patient was treated with surgery (uterine surgery, curettage). Essure treatment was not changed. At the time of the report, none of the events had resolved. No causality assessment was received for essure with regard to abdominal distension, adenomyosis, fatigue, polydipsia, arthralgia, pollakiuria, thyroid cyst, thyroid mass, balance disorder, sleep disorder, cardiovascular disorder, mucosal dryness or swelling of eyelid. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 56 kg. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.